Manufacturer narrative:
Concomitant medical products: enpower dcb, enpower connecting cable, and unspecified microcatheter. (B)(6). Product has been returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during the coil embolization of a 4.3 x 5.8mm posterior communicating artery aneurysm, the 1st coil, a 4 x 6 cashmere coil was shaped as expected, but the second cashmere coil (crc14030430/c17462) could not be detached after it was positioned. The surgeon withdrew the coil and used a new coil to complete the procedure using the same enpower dcb, enpower connecting cable, and unspecified microcatheter. There was no patient injury or clinically significant delay in the procedure. The pre-deployment electrical check had been performed, and a low battery light and fault light had not been seen during the case. Upon pressing the power button, all lights illuminated and the green system ready light illuminated. It was unknown if the detachment light illuminated and the audible signal beeped during the detachment cycle. All connections appeared to fit properly without application of excessive force. A continuous flush had been maintained through the unspecified microcatheter, and there was no resistance between the coil and microcatheter. The entire coil was removed intact from the microcatheter. The cashmere was returned for analysis; however, the dcb and cable were not available to be returned.

Manufacturer narrative:
Analysis completed on 1/4/2016 revealed the coil was stretched/compressed. (B)(4). Complaint conclusion: as reported by a healthcare professional, during the coil embolization of a 4.3 x 5.8mm posterior communicating artery aneurysm, the 1st coil, a 4 x 6 cashmere coil was shaped as expected, but the second cashmere coil ((B)(4)) could not be detached after it was positioned. The surgeon withdrew the coil and used a new coil to complete the procedure using the same enpower dcb, enpower connecting cable, and unspecified microcatheter. There was no patient injury or clinically significant delay in the procedure. The pre-deployment electrical check had been performed, and a low battery light and fault light had not been seen during the case. Upon pressing the power button, all lights illuminated and the green system ready light illuminated. It was unknown if the detachment light illuminated and the audible signal beeped during the detachment cycle. All connections appeared to fit properly without application of excessive force. A continuous flush had been maintained through the unspecified microcatheter, and there was no resistance between the coil and microcatheter. The entire coil was removed intact from the microcatheter. The cashmere was returned for analysis; however, the concomitant devices were not return. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the introducer sheath, it was found that the proximal section of the coil was stretched. Compression coil damage was found in two other coil sections. The circumstances of how and when the above unreported coil damage occurred cannot be determined. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 53.4 ohms (range 48.5/56.01) ((B)(4)) and the enpower systems green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 53.6 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils detachment difficulty could not be confirmed. The dpu passed electrical testing and the coil detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. It is not possible to determine when the coil compression and stretching occurred. Post-procedural handling may have contributed to this damage. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.